Manufacturer narrative:
The investigation for this report is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral aortic valve replacement procedure with a 26mm sapien 3 ultra resilia valve, delivery system caused laceration in the aorta due to user error. A stent graft deployed successfully, and the patient was stable.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, and h2 have been updated. B5, h6: health effect - clinical, type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. A2 patient date of birth has been added. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery of the patient's anatomy was provided. A kink/bend was observed at the descending aorta. A horizontal aorta was observed with high angulation of 73 degrees. In this case, difficulty tracking system through anatomy, leading to laceration of the aorta and stent graft deployment could not be confirmed. The screening manual states, 'acute aortic arch angles and unfolded aortas may be more difficult to navigate the valve catheter and achieve proper valve positioning.' In this case, the patient had a tortuous aorta (a kink in descending aorta and a horizontal aortic root). While tracking through the kink or bend in the descending aorta, it was noted that the physician had applied the maximum flexion to the delivery system. The procedural manual states, 'do not overflex while tracking over aortic arch,' as the overly flexed shaft can increase the risk of interaction between the device and vasculature, leading to perforation. As such, available information suggests that a combination of patient factors (tortuosity) and use error (over flexion of the flex shaft) contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action or product risk assessment is required.